Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed calcium deposits on the inflow and outflow sides of the explanted valve. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in the valve being explanted was confirmed based on review of the provided imagery. The available information suggests patient factors (hyperlipidemia and diabetes) likely contributed to the event as the patient was noted to have a medical history of diabetes and hyperlipidemia. These are risk factors for valve leaflet calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately three (3) years eleven (11) months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, a transthoracic echocardiogram (tte) performed revealed an ejection fraction of 30-35%, mean gradient of 53 mmhg, aortic valve area (ava) of 0.5 cm2, severely dilated left atrium (la) and mild to moderate mitral regurgitation. The patient was presenting with shortness of breath (sob). A decision was made to change the patient's medication to coumadin. Subsequently, approximately four (4) years post tavr procedure, the valve was explanted. It was noted that the valve was calcified.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.